Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The reported over infusion was not verified or reproduced during evaluation. Evaluation found the device to deliver within specification during flow rate testing. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused potassium chloride 40meq 500ml for an hour instead of 4 hours as intended during therapy. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.